Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer was not detected on the bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 18-NOV-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (FSE) found drawer 2 offline and replaced the interface board. Further troubleshooting identified a failure with the drawer 2.1 control board, which was subsequently replaced. Following the repairs, the customer reconfigured the drawer and verified that it was functioning properly. The system functioned as intended after field service engineer repaired the device.